Event description:
It was reported that the lead exhibited high threshold and intermittent capture. The lead had dislodged and was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.